Event description:
According to the reporter, during a robotic laparoscopic inguinal hernia procedure, after the mesh was placed, the surgeon realized there was a hole in the mesh. To resolve the issue, the mesh was explanted, and a new mesh was used. No additional procedure was needed after the mesh had a hole. The surgeon believes it happened when the mesh was inserted through the trocar. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a hole of around 8.5 cm was found along the sewing between the flap and the mesh-yarn was disjointed but visible. Along this hole the textile was found frayed. Two stopping points were visible. It was reported that there was a hole in the mesh. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: operating steps that grasp the mesh at either end and insert it through the trocar. It is recommended to use a trocar of at least 10 mm internal diameter to introduce a mesh of size up to 15x10 cm and a trocar of at least 12 mm internal diameter to introduce a mesh of size 16x12 cm or above. Mesh insertion capability may vary depending on rolled mesh size and graspers/trocars used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic laparoscopic inguinal hernia procedure, after the mesh was placed, the surgeon realized there was a hole in the mesh. To resolve the issue, the mesh was explanted, and a new mesh was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.